Event description:
It was reported that, during procedure, black spots appeared. It was noted that this occurred during the initial use for the fiber. The procedure was able to be completed using this fiber with no patient complications. Upon receipt of the returned device, it was noted that the fiber was fragmented into two pieces.

Event description:
It was reported that, during procedure, black spots appeared. It was noted that this occurred during the initial use for the fiber. The procedure was able to be completed using this fiber with no patient complications. The fiber was returned for analysis. Upon initial examination of the fiber it was observed the fiber was fragmented into two pieces. The complaint became reportable for fiber break upon this initial observation.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in two pieces. The fiber tip was found degraded. During functional testing of the subminiature version a (sma) connector was in good condition, the aim beam was bright but distorted. During functional testing "transmission effectiveness 94%" and "used 5, left 5" were displayed. The labeling review found that the product IFU states, "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement." And, "the fiber face should be free of excessive pits, scratches, discoloration, or debris. Using the fiber with such defects may destroy the fiber and damage the laser". Based on analysis results, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue.